Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The device evaluation is pending completion. Device labeling, available in print and online, states: wound infection. Call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 24-feb-2022, the following information was reported to kci by the care coordinator: the patient was allegedly admitted to the hospital on (B)(6) 2022 for a wound infection. On (B)(6) 2022, the following information was reported to kci by the visiting nurse: the patient has been in the hospital since (B)(6) 2022 for an infection to the wound but could not determine if caused by v.a.c.® therapy. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ. A.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 25-mar-2022, a device evaluation was completed by kci quality engineering. On 01-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 25-mar-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.